Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at .5520 mg/ml) via an implantable infusion pump. It was reported that the patient's pump implant incision became infected after implant. The pump and catheter were removed and discarded. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. No further complications were reported.